Manufacturer narrative:
.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, in order to upgrade to a newer technology. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on june 28, 2016.